Manufacturer narrative:
Stryker contacted the customer in order to obtain additional information about the patient and event; however, no response was received. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to inform that their device did not power on during a patient event. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The customer was contacted numerous times for more details, but no response appears to be forthcoming. The device has not been returned to stryker for evaluation. The reported issue could not be verified and the cause of the reported issue could not be determined. H3 other text: not returned to manufacturer.

Event description:
The customer contacted stryker to inform that their device did not power on during a patient event. There were no reports of adverse effects to the patient as a result of the reported issue.